Event description:
Olympus was informed that during an onsite visit, the user facility staff was not completing the leak test correctly and missing major leaks. Additionally, they were stacking scopes in the reprocessing area and not properly hanging the scopes. No patient infections or injuries reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h2, h4, h6, and h11. The device was not returned to olympus for inspection. An olympus endoscopy support specialist, ess, was dispatched to the user facility for a repair prevention observation and confirmed the reported events. Based on the ess, staff was instructed on how to properly test for a leak, and how to handle a leaky scope. There was no product analysis performed, as the device was not returned. The root cause of the reportable events could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.